Event description:
It was reported when using the pyxis medstation remotemanager, nurses encountered difficulties in accessing the refrigerator, as all medications within it were greyed out and there was no option to recover the storage space. The customer reported that due to this issue there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the hasp & housing were not aligned, and latch need to be replaced. The field service engineer adjusted hasp and housing for better alignment. Replaced latch and applied conductive grease to latch connections to address the issue. The system functioned as intended after the field service engineer troubleshooted the device. The serial number, UDI and manufacture date details kept blank since there was no medstation asset associated with the remote manager.